Event description:
It was reported to philips that the system was unable to produce x-rays. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue occurred during a clinical procedure. The procedure was aborted. No harm to the patient or user was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting determined that the issue was caused by tube arcing. The x-ray tube was determined to be defective. The fse replaced the tube. The tube was returned for analysis and failure analysis confirmed that the tube was arcing due to a tube vacuum leak. After the tube was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.